Manufacturer narrative:
Did not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03722. It was reported that when the patient presented remotely via merlin.net transmission, noise on ra and rv leads were observed. The patient was stable and continue to be monitored.